Event description:
Event: conversation to open repair 10 months after original ancure implant. Original case event as reported on initial MDR: angulated superior neck. Superior attachment system did not open perpendicular to the flow line. Proximal leak occurred. Deployed an aneurx cuff (28mm) slightly above the ancure graft. The cuff pretty much followed the same path as the superior attachment system and did not open perp to the flow line. The superior leak became smaller and will be observed at 3 months. Updated info for f/u MDR: the pt did not return for any follow up studies. The pt presented with a ruptured aneurysm. Open surgery was performed. The ancure graft was not removed, however another graft was sewn into the native aortic neck.